Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (20 mg/ml at 2.197 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pain had returned when they woke up on (B)(6) 2024. There were no external events that the patient could think of that may have caused or contributed to this. A dye study was performed the week of (B)(6) 2024 where imaging showed dye coming out of the side of the catheter most likely a tear or hole. The hcp suspected that the catheter was punctured at last replacement but wasn't sure. The catheter was replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: analysis identified an occlusion in the catheter body which was consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.